Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose value was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.